Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that suture placement in a common femoral vein was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to an atrial fibrillation ablation interventional procedure. Reportedly, the suture of the first prostyle device was successfully pre-placed. A second prostyle device was attempted; however, after suture deployment, the footplate of the prostyle device was unable to be returned to the closed position at step 4. The device could not be removed as it was entrapped in the vein. Surgical cutdown was performed to remove the device and achieve hemostasis. During removal, it was found that the guide tube and the guide had separated. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. Aggressive manipulation to remove the device likely led to the guide separation. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.